Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the paddles are damaged. There was unknown reported patient involvement.

Event description:
The customer reported that the paddles are damaged. There was unknown reported patient involvement/adverse patient impact.